Event description:
Reportedly, the stent deployed fine but after post-dialatating two or three times due to the high amount of calcium in the artery. The doctor thought that the distal part of the stent was fractured. Used in the left external iliac. Pt had good flow. No medical intervention. Only x-rays are returned for evaluation. X-ray evaluation: after reviewing x-rays, it was agreed that the stent is not fractured, but is conforming to the very calcified vessel.

Manufacturer narrative:
Device not returned.